Event description:
Pt was receiving ara-c via abbott plum pump. Pump was set at 500cc total to be infused. Arac was mixed to have approx 400cc in glass bottle. Pump set to infuse at 200 cc/hr. Pt awoke complaining of severe chest pain and shortness of breath. Nurse discovered IV bottle and tubing to be empty, only air present beyond level of cassette. Tubing was removed from pt's IV site. (Pump had not alarmed.) Pt was placed on right side and transferred to ICU. Pt was symptom-free within 60 mins. CT of chest with contrast indicates "no evidence to indicate pulmonary embolism" present at time of testing.